Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
The pacing/sensing portion of this rv lead has been capped due to noise. The shocking portion of this lead remains active. No adverse patient events were reported.